Manufacturer narrative:
(B)(4)complaint device was returned for evaluation. A visual exterior inspection was performed on receiver and passed, however scuff marks and scratches were found. The case of receiver was opened, the moisture detection sticker was activated, along with heavy corrosion on the main board caused by moisture damage. A global receiver functional test was performed, no failures were found related to the complaint. Receiver data log was downloaded and reviewed, finding a screen error alarm. Based on the finding of hardware failure this is being reported. The complaint was confirmed. The root cause was determined to be moisture damage and hardware related failures.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015 their receiver would not turn on. Patient did not report any injury or medical intervention at this time of contact with dexcom technical support. No additional event or patient information is available.